Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported less than a week post implant of a leadless implantable pulse generator (ipg) that during an attempted setup of the remote monitor, no telemetry was received from the monitor even after adjusting the reader/monitor position over the leadless ipg, and no progress bar was displayed. The monitor was described as getting updated on the firmware distribution network, but the setup and telemetry did not complete. It was also reported that the caller could not hear during the call and that assistance could not be obtained on the weekend. Troubleshooting steps included power cycling the monitor, checking the power connection, repositioning themonitor/reader over the leadless ipg, removing nearby electronic devices to reduce interference, and using a dry washcloth between the handset and the leadless ipg; the issue persisted. The patient was advised to make an appointment to the clinic and bring the monitor to the appointment. The leadless ipg remains in use. No patient complications have been reported as a result of this event.